Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent severe low blood glucose episodes while using the ilet bionic pancreas, with one event described as dropping the user to the brink of death; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.